Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported a ring artifact appeared on images. A philips field service engineer (fse) confirmed there was no impact to the patient as a result of this issue. The fse evaluated the system and determined the compensator of the a-plane collimator was broken, causing the artifact. The fse replaced the compensator to resolve the issue, and the system was returned to the customer for clinical use. This issue has been determined not to be a reportable event.